Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was last seen post-operatively in (B)(6) 2010 and did not present with any complications. The exact date was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.